Event description:
It was reported that a cartridge alarm occurred during insulin delivery.the customer was able to complete a bolus successfully. Customer's insulin was not room temperature so was unable to load a new cartridge. The customer continued to use the pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.